Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple temperature alarms while not within extreme temperatures. The customer's blood glucose was 106 mg/dl. It was indicated that the customer would administer manual injections for alternate insulin therapy.